Event description:
It was reported that during use in the intensive care unit a device blocked after 2.5 hours of use. The nature of the pt sequelae was not specified in the initial user's report, and will be pursued.